Event description:
It was reported that the right atrial lead exhibited noise which caused inappropriate high atrial rate events. The patient was asymptomatic. No intervention was performed at that time.

Manufacturer narrative:
(B)(4).